Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2023 / serial #: (B)(6). D9: no h3: no h4: mfg date: 18-may-2022 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2023 / serial #: (B)(6) d9: no h3: no h4: mfg date: 14-jun-2022 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: / serial #: (B)(6) d9: no h3: no h4: mfg date: h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was feeling unwell, then lost consciousness. The controller alarmed, indicating that the ventricular assist device (vad) had stopped. The controller was changed to the back-up controller in an attempt to restart the vad without success. The patient was taken to the clinic and underwent cardiopulmonary resuscitation. At the clinic, a controller with alternative software was used to restart the vad, but was unsuccessful. The patient subsequently died. Review of logfiles data revealed multiple vad stopped and vad disconnect alarms, failed motor start events, and multiple controller power losses on the patient's primary and back-up controllers and the alternative software controller.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), three (3) controllers (B)(6) and a driveline boot cover of unknown lot number were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. There was no evidence that the driveline boot cover associated with (B)(6) had previously been serviced. A review of the driveline boot cover¿s inspection records could not be performed since the device's lot number was unknown. Review of manufacturing documentation for the pump and the controllers confirmed that the associated devices met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned driveline boot cover revealed that the driveline boot cover passed functional testing and dimensional verification. Visual inspection revealed foreign material around the returned driveline boot cover. The foreign material present did not affect the functionality of the device. This is an additional finding not related to the reported event and likely due to handling of the device. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Internal visual inspection revealed a crack on a standoff post of the controller housing. The observed contamination and standoff post crack are additional findings, not related to the reported event. The most likely root cause of the observed controller contamination event can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a controller power up event was logged on (B)(6) 2024 at 08:18:22, indicating a loss of power to the controller. This was followed by one (1) vad stopped alarm logged on (B)(6) 2024 at 08:18:49 and a failed motor start attempt logged at 08:20:58, indicating a failu re of the pump to restart after multiple attempts. In addition, two (2) vad disconnect alarms were logged at 09:49:46 and 11:00:14, indicating a physical disconnection of the driveline from the controller. One (1) vad stopped alarm was then logged at 11:00:37, in dicating a failure of the pump to restart after multiple attempts. Furthermore, one (1) additional vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, and several additional controller power up events without an associated motor start event were logged on (B)(6) 2025, likely due to troubleshooting. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Log file analysis associated with (B)(6) revealed that (B)(6) was one of the patient¿s backup controllers, initially in use during the reported event. Log file analysis revealed a controller power up event was logged on (B)(6) 2024 at 10:16:35. Review of the event log file revealed that the controller had not been in use prior to the power up event; the controller last had power on (B)(6) 2023, indicating that the power up event occurred during a controller exchange. Review of the alarm log file revealed two (2) vad disconnect alarms were logged at 10:16:42 and 10:18:39, indicating that the controller was powered on without the driveline connected. The alarms cleared at 10:18:50, indicating that the driveline was connected to the controller. Further review of the alarm log file revealed four (4) vad stopped alarms were logged at 10:19:10, 10:20:30, 10:22,00 and 10:23:34, indicating that the pump failed to restart after multiple att empts. Log files also revealed additional controller power up events without an associated motor start event logged on (B)(6) 2025, likely due to troubleshooting. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Log file analysis associated with (B)(6) revealed that (B)(6) was one of the patient¿s backup controllers, initially in use during the reported event. Log file analysis revealed a controller power up event was logged on (B)(6) 2024 at 06:16:47. Review of the event log file revealed that the controller was not in use prior to the event date; the controller last had power on (B)(6) 2023, indicating that the power up event occurred during a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 06:16:55, indicating that the controller was powered on without the driveline connected. The alarm cleared at 06:17:06, indicating that the driveline was connected to the controller. Log file analysis also revealed ten (10) vad stopped alarms were logged between 06:17:36 and 12:27:49 and three (3) failed motor start attempts logged at 06:17:35, 12:16:31, 12:30:33, indicating a failure of the pump to restart after multiple attempts. Furthermore, log files revealed one (1) additional vad disconnect alarm logged at 12:15:57, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Review of the event log file also revealed several controller power up events without an associated motor start event were logged on (B)(6) 2025, likely due to troubleshooting. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. As a result, the reported event was confirmed. The most likely root cause of the reported vad disconnect alarms can be attributed to the controller being powered on without the driveline connected, and/or a physical disconnection of the driveline from the controller during troubleshooting. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) is part of fca cvg-21-q3-21 (subgroup 2). CAPA pr00502194 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: controller 2.0 (B)(6) d9: yes, return date: 14-jan-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Controller 2.0 (B)(6) d9: yes, return date: 14-jan-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Controller 2.0 (B)(6) d9: yes, return date: 14-jan-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline boot cover was returned to the manufacturer. Manufacturer's analysis subsequently revealed foreign material around the driveline boot cover that did not affect the functionality of the device.